Manufacturer narrative:
The full initial reporter name in is (B)(6). The getinge authorized service engineer that replaced the executive processor board and followed all procedures in the service manual, reported that the iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during a service test performed by a company representative, the balloon inflation indication was not showing on the cardiosave intra-aortic balloon pump (iabp) even with full augmentation. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit was reviewed and no non-conformances related to the reported event were noted. A getinge authorized service engineer replaced the executive processor board and followed all procedures in the service manual. Additional information is being requested with regards to status of the iabp. A supplemental report will be submitted if this information is provided to us. Full name of the event site in e1 is hemsons international (pte) ltd.

Event description:
Gt hold 3 12 it was reported that during a service test performed by a company representative, the balloon inflation indication was not showing on the cardiosave intra-aortic balloon pump (iabp) even with full augmentation. There was no patient involvement, and no adverse event reported.